Event description:
The facility reported an infusion pump with a failure code 812:02 which was discovered during biomed testing. The facility representative stated that no patient injury was associated with this report and no incident reports have been filed since the last baxter service event.